Event description:
During baxter's device eval, the device did not detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. Add'l testing was unable to reproduce the reported upstream occlusion. The device was re-calibrated to ensure continued occlusion detection.